Event description:
It was reported that the patient is undergoing radiation therapy and their device had a power on reset. The parameters on the device were reset. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated that a power on reset (por) occurred on (B)(6) 2010. The por severity is low. The device should be able to fully recover after the reset. The diagnostic information is consistant with the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.